Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient¿s first implantable neurostimulator worked great for a long time and helped so much and then it had to be ¿rewired¿ a couple of times. In clarification of the device being ¿rewired,¿ the patient noted that the device had just quit working and whether it was some scar tissue in her spine or if a wire had fractured, but they went in and they had to ¿rewire¿ the lead wires. In 2013 they were going to ¿rewire¿ it, but they just ended up putting in a new unit.